Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse recommended to swap the user interface (ui) or power management (pm) printed circuit board (pcb) to positively identify failed subassembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator generated an error (1105) related to light emitting diode (led) alarm failure. There was no patient involvement.